Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause cannot be confirmed at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during explantation the nail disassociated and the crown came off. All fragments of the nail were explanted and the patient outcome was successful.

Manufacturer narrative:
Device evaluation: the returned device was inspected and the anti-rotation lug was found to be disengaged from the housing tube which confirmed the reported failure mode. The barbs of the anti-rotation lug had noted damage likely from the disengagement which occurred during the removal of the device. The work order was reviewed, and confirmed the device passed all inspections per the acceptance tests. The manufacturing x-ray image showed the anti-rotation lug (crown) was seated properly in the housing body. Based on the provided information, the damage to the nail most likely occurred during the removal procedure as the patient was able to complete lengthening treatments. The nail experienced excessive torsional force during the removal procedure. Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information was provided.